Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 2cm stone. However, the handle broke leaving the stone impacted inside the basket. A soehendra lithotripter was attached to the trapezoid basket and the basket tip was successfully disengaged, releasing the stones from the basket. The trapezoid basket was then removed from the patient. The physician placed a plastic stent inside the patient and plans to bring them back for another ercp procedure on an unknown date to remove the stone. There were no patient complications as a result of this event.